Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by replacing the problematic pump, and the customer will continue to use the current pump until the replacement arrives.